Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon visual inspection of the picture it can be observed the plunger is not correctly assembled into the plunger. Since stopper is not correct assembled into the plunger, the syringe cannot be used as fluid path becomes unsealed. No other defects can be seen in any part of the the device. In assembly stations of 50ll manufacturing lines there is a vision system to detect stoppers bad assembled or missing stopper in case any is defective it is rejected automatically. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station.

Event description:
It was reported that bd plastipak 50ml stopper was deformed. The following information was provided by the initial reporter: the black rubber of the syringe has warped, making it impossible to read the syringe. Since it occurred during preparation there is no harm to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak 50ml stopper was deformed. The following information was provided by the initial reporter: the black rubber of the syringe has warped, making it impossible to read the syringe. Since it occurred during preparation there is no harm to the patient.